Event description:
Information was received from a patient, who was implanted with a neurostimulator for spinal pain, via a manufacturing representative (rep). It was reported that the patient was in an auto accident and his stimulator was not working the same. No actions, interventions, troubleshooting or diagnostics were performed yet. The rep was going to meet with the patient as soon as possible. The issue was not resolved at the time of this report. No surgical intervention occurred and it was unknown if any was planned. The rep was going to meet with the patient on tuesday to troubleshoot any issues. The rep later reported that the patient was reeducated on recharging. The implantable neurostimulator (ins) was depleted but it charged as working fine now. A rep had met with the patient on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.